Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. A manufacturing record evaluation was performed for the finished device lot number: 25638, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the product code? Lxmc14. What is the lot number? 25638. What was the date of implant? On (B)(6) 2020. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Difficulty swallowing on (B)(6) 2023. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the no erosion? Please describe and include the dates of the procedures. Are pictures or videos available? No. How many beads eroded? 5. Where were the eroded beads positioned? Posterior. Was the surgeon able to remove the remaining device laparoscopically? Yes. Was the patient stented? No. What is the current condition of the patient? Good. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is being explanted due to erosion. Surgeon attempted an endoscopic removal but was unable to cut the wire. Surgeon is now attempting to remove laparoscopically. No further information was provided to the sales rep.